Event description:
The pt reported experiencing issues with the up and down buttons for the past week and now the check button does not work. She changed the battery and e8 (power interrupt) was displayed and she is unable to clear the error. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.